Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and calibrated pressure transducer of the machine as per company protocol now pressure transducer with in range. Unit passed all functional test successfully. Machine run on trainer 1 hrs and found that working ok. Unit returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during self test of machine, the cs100 intra-aortic balloon pump (iabp) unit shows electric code 52 error. There was no patient involvement.